Event description:
It was reported that the system 9800 intermittently was displaying a low ma error and the x-ray tube was arcing. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.